Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an "apply sample" message on their one touch ping meter. The patient mentioned that prior to testing their blood glucose on (B)(6) 2011 the patient's body was hurting. The patient then attempted to test and obtained the "apply sample" message. The patient then self-treated with 10 units of humalog. The patient did not seek any further medical attention or contact their physician for assistance. The technique of applying blood on the test strip was correct. The patient was using the correct test strips. This is not the first time the product was being used and the alleged issue was not resolved over the phone. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient developed symptoms prior to testing and symptoms are not suggestive of a serious injury. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The 510 (k) k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (06/21/2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high and a dirty spc. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.